Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. IFU states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2016-00431 and 00432) submitted for devices related to the same event.

Event description:
It was reported from the site that the vad coordinator received a call from patient's husband, stating that the patient was found dead at home in her bedroom. Patient was said to be connected to an ac adapter and a battery, the ac adapter was not plugged into the wall. It is unclear whether or not the battery was attached to the controller. Husband stated he was sleeping in a separate room and that he did not hear any alarms. Emergency medical system ("ems") was called and it was determined that the patient had been dead for several hours. The vad coordinator notified the manufacturer that the patient lived several hours from the hospital. It was stated that the site was attempting to get all the equipment back. It was further said that it was questionable whether an autopsy would be performed. It was said that the pump would not be returned. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Two controllers, 6 batteries, cac adapter, cdc adapter, and battery charger were returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Review of the log files revealed that the last data point recorded was on (B)(4) 2016 at 22:05:05. The controller was being powered by (B)(4) with 95% charge on port 1 and had (B)(4) connected on port 2 with 99% charge. There were no alarms on or surrounding the reported event date. The data file for (B)(4) demonstrated an occurrence of a premature switching event. This switching event occurred on (B)(4) 2016 (around a week before the reported event date). This event could be related with the patient use pattern or due to communication error between controller and battery. Heartware has opened internal investigation, to further evaluate communication errors between the controller and batteries. The potential communication error did not contribute to the reported event. Analysis of the batteries, controllers, adapters, and battery charger revealed that the devices met specifications; the devices passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power to the controller is a double disconnect of power sources due to the patient changing power sources, as evidenced by the patient being found with an ac adapter connected to the controller but not the wall. The most likely root cause of the loss of power to the controller is a double disconnect of power sources due to the patient changing power sources, as evidenced by the patient being found with an ac adapter connected to the controller but not the wall. This is one of two reports (3007042319-2016-00431 and 00432) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.